Event description:
An abutment screw has fractured inside an implant. Dr attempted to remove fragment and in process stripped the internal threads of the fixture. Fragment is still inside the fixture.